Manufacturer narrative:
Customer further added daily qc testing was performed and acceptable. The root-cause of the discrepancy could not be confirmed although the most probable root cause is associated with htla antibodies being weak and/or at the detection limit of the technique and reagents used. In this incident, htla antibodies demonstrated variable reactions. Clinical significant antibodies were ruled out, no harm done to the patient.

Event description:
Bb supervisor reported false negative antibody screen test for one sample tested on provue on (B)(6) 2016. According to customer, sample in question was tested on provue and the antibody screen (abs) was reported as negative. A new sample of the same patient was tested on provue on (B)(6) 2016 and the abs was reported as positive 1+ cell#2 with the same screening cells and the same anti-igg gel cards.